Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right side"), urinary tract infection ("uti") and endometriosis ("endometriosis") in a 30-year-old female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, premature delivery and hepatitis c. Previously administered products included for birth control: ortho-tri-cyclen from 2002 to 2003 and depo provera; for post essure bleeding: oral contraceptive pill. Concomitant products included paracetamol (tylenol) and prednisone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced cervicitis ("infection: mild superficial cervix/inflammation of the cervix") and ovarian cyst ("ovarian cysts"), 3 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex was too painful and decreased libido"), migraine ("migraines"), headache ("headaches"), endometriosis (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and pelvic adhesions ("lysis of adhesion"). The patient was treated with surgery (cystoscopy with hydro-distention and installation of bladder cocktail, she underwent hysterectomy (full)/bilateral salpingectomy/ lysis of adheto remove the essure implant and fulguration). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, female sexual dysfunction, cervicitis, migraine, headache, ovarian cyst, endometriosis, nausea, tooth disorder, dyspareunia and fatigue had not resolved and the pelvic adhesions outcome was unknown. The reporter considered cervicitis, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic adhesions, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Insertion detail: patient's left tubal ostium is addressed first. The essure device is inserted in the usual fashion and deployed. 4 coils of spring left in the uterine cavity. Contralateral side is manipulated in the same fashion and 5 coils of the spring were left in the uterus. She tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal bleeding (vaginal, menorrhagia), pelvic pain, dyspareunia, ovarian cyst, rash, tooth disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right side"), urinary tract infection ("uti") and endometriosis ("endometriosis") in a 30-year-old female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, premature delivery and hepatitis c. Previously administered products included for birth control: ortho-tri-cyclen from 2002 to 2003 and depo provera; for post essure bleeding: oral contraceptive pill. Concomitant products included paracetamol (tylenol) and prednisone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced cervicitis ("infection: mild superficial cervix/inflammation of the cervix") and ovarian cyst ("ovarian cysts"), 3 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex was too painful and decreased libido"), migraine ("migraines"), headache ("headaches"), endometriosis (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and pelvic adhesions ("lysis of adhesion"). The patient was treated with surgery (cystoscopy with hydro-distention and installation of bladder cocktail, she underwent hysterectomy (full)/bilateral salpingectomy/ lysis of adheto remove the essure implant and fulguration). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, female sexual dysfunction, cervicitis, migraine, headache, ovarian cyst, endometriosis, nausea, tooth disorder, dyspareunia and fatigue had not resolved and the pelvic adhesions outcome was unknown. The reporter considered cervicitis, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic adhesions, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Insertion detail: patient's left tubal ostium is addressed first. The essure device is inserted in the usual fashion and deployed. 4 coils of spring left in the uterine cavity. Contralateral side is manipulated in the same fashion and 5 coils of the spring were left in the uterus. She tolerated this well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal bleeding (vaginal, menorrhagia), pelvic pain, dyspareunia, ovarian cyst, rash, tooth disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: reporter information was added. This case is medically confirmed. This case concerns 30 year old patient. Her demographic was updated. Her historical medication and medical history was added. Lab data was added. Essure indication was added. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), apareunia (inability to have sexual intercourse)/sex was too painful and decreased libido, infection: mild superficial cervix/inflammation of the cervix, migraines, headaches, ovarian cysts, endometriosis, nausea, dental problems, dyspareunia (painful sexual intercourse) and fatigue were added. She had not recovered from any of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.